Event description:
It was reported that the buttons were sticking and not responding on the customer's insulin pump keypad. He was advised to discontinue use of the pump and revert to a back-up plan. The customer did not recall any significant events leading up to the alarm. His blood glucose level was 101 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.